Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The available episodes no. 82 and 85 demonstrate rv undersensing, along with one pacing impedance measurement below 200 ohms. Based on the available information, an intermittent lead integrity issue or an ICD malfunction cannot be ruled out. However, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the devices themselves would be necessary to determine the root cause. Should additional relevant information or the devices become available for analysis, the investigation will be updated.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that low rv impedance out of range and undersensing were seen in home monitoring episode. The patient was called for a clinic check-up. All electrical measurements are within normal limits and stable over time, and no other similar episodes have occurred again. The doctor decided to continue monitoring the patient via hm and to request an analysis to investigate the cause of the unusual episode.